Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Three attempts were made to obtain the following information. To date, no response has been provided. (B)(4)

Event description:
It was reported that during a bariatric procedure, the jaws of the ligamax has been broken while applying the clips onto the stomach. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results of the device (a) found that it was received with evidences of reprocessing. Therefore, no testing was performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device (b) found that it was received with evidences of reprocessing. Therefore, no testing was performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9ju72; expiration date: 05/2015; manufacturing date: 04/2010. Reprocessed.